Event description:
One event involving the use of an rsp 3.5mm endotracheal tube having a "piece of plastic" in the inner diameter of the endotracheal tube's 15mm connector. The problem was noticed immediately upon use and allegedly prevented aspiration of the patient. No adverse outcome to patient.